Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting down. Customer¿s blood glucose (BG) level was displayed as "High", although a specific value was not given. The customer addressed their BG with a correction bolus. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone SE 2nd Gen / Unknown / iOS 26.1.